Manufacturer narrative:
Product complaint # (B)(4). Additional information b5, h6. Health effect - clinical code b5 correction: it was reported a patient underwent a knee replacement surgery on an unknown date in (B)(6) 2022 and topical skin adhesive was used. Ten days ago, day 1, postop, physical therapist caused open incision through adhesive and then physician assistant stitched and glued over the original adhesive. Then oozing started and they put a drain on dressing and patient wasn't able to tolerate. Patient states that part of incision that had new stitches applied with adhesive over old incision became swollen, itchy and red with large bumps and a few blood blisters from knee to ankle. Patient states that he is also having the rash on the opposite shoulder. Additional information has been requested. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Current status: area around surgical site is still very itchy and discolored, but not swollen or infected. Is a photo available of the reaction? Yes, what was the procedure date? (B)(6), 2022. What date /day post op was the reaction noted? (B)(6), 2022, one day after drain was applied. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Yes, identified as allergic reaction to dermabond. Was any medication prescribed? Please specify? I was told to take otc antihistamine and apply otc hydrocortisone. Was any surgical intervention performed? Please specify? No. Was a new surgery performed to correct your condition? If yes, date and name of the procedure? No. If in your possession, may we have a copy of your operative report? No report available. Does ethicon have your permission to contact your surgeon, to be used for a product quality complaint investigation? No permission at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). B5 correction: it was reported a patient underwent a knee replacement surgery on an unknown date in (B)(6) 2022 and topical skin adhesive was used. Ten days ago, day 1, postop, physical therapist caused open incision through adhesive and then physician assistant stitched and glued over the original adhesive. Then oozing started and they put a drain on dressing and patient wasn't able to tolerate. Patient states that part of incision that had new stitches applied with adhesive over old incision became swollen, itchy and red with large bumps and a few blood blisters from knee to ankle. Patient states that he is also having the rash on the opposite shoulder. Additional information has been requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a knee replacement surgery on an unknown date in 2022 and topical skin adhesive was used. Ten months ago, day 1, postop, physician assistant opened incision through adhesive and then glued over the original adhesive. Then oozing started and they put a drain on dressing and patient wasn't able to tolerate. Patient states that part of incision that had new stitches applied with adhesive over old incision became swollen, itchy and red with large bumps from knee to ankle. Patient states that he is also having the rash on the opposite shoulder. Additional information has been requested.

Manufacturer narrative:
(B)(4). Component code: g07002. Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? What was the procedure date? What date /day post op was the reaction noted? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was any medication prescribed? Please specify? Was any surgical intervention performed? Please specify? Was a new surgery performed to correct your condition? If yes, date and name of the procedure? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.